Event description:
Event description guidant received information that this lead was not implanted due to placement difficulties and impedance measurements of greater than 2000 ohms. It was noted that the high impedance measurements were observed after several placement attempts and the lead was removed from the patient's body, rinsed and gauze was used to clean the tip and then repositioned again in the patient's heart.